Event description:
A malfunction on the pump was reported. Customer's blood glucose level was impacted, reaching 586 mg/dl, and required assistance for correction. Customer used a correction injection via multi-dose injection and received help from their mother, to address the high bg. Tandem technical support assisted customer in resetting the malfunction code, which did not recur after resetting. Customer was instructed to continue using the pump and to callback in case of malfunction code recurrence.